Manufacturer narrative:
The device was onsite inspected by field service engineer, and reported malfunction was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely that the reported event occurred due to cleaning of the light fixture, resulting in a wet connector. The connector was replaced. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the xenon light source had a wet electrical connector. The issue occurred during maintenance. There was no patient involvement.